Event description:
Customer's caregiver reported on behalf of the customer who received a "replace sensor" message while wearing the adc freestyle libre 2 sensor. Customer was therefore unable to test and experienced seizure and vomiting. Customer was treated with sugar water by the caregiver. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 3mh002yyxa4 has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The sensor was reprogrammed to perform sim vivo testing (simulation of the electrical signal produced by the sensor tail) while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number, and contact office email) have been updated.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported on behalf of the customer who received a "replace sensor" message while wearing the adc freestyle libre 2 sensor. Customer was therefore unable to test and experienced seizure and vomiting. Customer was treated with sugar water by the caregiver. There was no report of death or permanent impairment associated with this event.